Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, and stained end cap sticker noted.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
The customer reported via phone call that the insulin pump's act button was intermittently responsive. Blood glucose level at the time of the incident was 177 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.